Event description:
It was reported that the programmer's touch stylus pen was so far off on the touch screen that it could not be calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the touch pen was off and could not calibrate on screen, as a result the overlay assembly was replaced and the stylus was calibrated. (B)(4).